Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was due to ingesting high carbohydrate content and over correcting through bolus delivery. Customer addressed bg level by eating glucose tablets. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.